Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an error 1 message appeared on the meter remote and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.